Event description:
It was reported that the patient had a lead revision "3-4 years ago." It was stated the patient's lead revision was because her tremor symptoms were not being relieved. It was stated the tremors improved after the revision, but "she still had shaking in her hands." No device information was reported. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, product typ lead. (B)(4).